Event description:
An infusion syring pump was programmed to deliver a drug hydromorphone(dilaudid) at a pca concentration of 0.20 mg/ml at 0.50 mg dose with 10 minute lockout and 3.0 mg hour limit. At the start of the shift the pump had 19 ml in the syringe. At 5 pm the pump display showed 5 mg delivered but there was still 18 ml left in syringe. The pump history during this time showed 10 injections at 0.50 mg/injection. This would equal the 5 mg displayed by the pump but would require an infusion of 25 ml of fluid. Possible pump malfunction contributed to patient receiving inadequate pain control.what was the original intended procedure?na.device #1is this a laboratory device or laboratory test?no.